Manufacturer narrative:
The initial reporter¿s name is shortened due to field character limit. The full name is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), clinical engineering. Testing of actual/suspected device: during preventative maintenance (pm) conducted by a field service engineer (fse),the fse replaced the fiber optic. The fse performed full calibration and tested the unit. The equipment works to the manufacture¿s specifications. The unit was cleared for clinical use and returned to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a fiber optic failure. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: (site country), (type of investigation, investigation findings and investigation conclusions).

Event description:
N/a.